Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between october 25, 2024 ¿ october 28, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and residual fluid inside the device¿s bladder was observed which suggests underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected infusion time was 46 hours, but the actual infusion time was about 72 hours. There was still fluid left in the device. The device contained 5250 mg of fluorouracil in 230 ml of sodium chloride solution, and a PICC (peripherally inserted central catheter) was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.